Manufacturer narrative:
Continuation of d10: product ID: neu unknown cath, serial# unknown, explanted: (B)(6) 2022, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu unknown cath, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Koopmans rj, meskers cgm, groot vd, slot km. Unique form of catheter malconnection following intrathecal baclofen surgery for spinal cord injury: a case report. Acta neurochirurgica. 2023;doi:10.1007/s00701-023-05718-z reported events: a 40-year-old male with a history of an incomplete traumatic spinal cord injury after a car accident in 2006 developed intermittent, progressively painful spasticity with frequent spontaneous clonic reflexes in (B)(6) 2021. An obstruction of the intrathecal part of the catheter was diagnoses through an indium single-photon emission computed tomography (spect) study. The patient had been placed on anti-spasticity drugs for a short time and the symptoms had resolved. In (B)(6) 2022 the symptoms had returned and the pump and spinal catheter was electively revised in (B)(6) 2022. Before wound closure the integrity of the system had been verified through flushing the side port verifying no leakage or obstruction. Within a week the patient developed intermittent painful spasticity accompanied by headaches while seated. Radiography demonstrated no obvious disconnections and cerebrospinal fluid aspiration was feasible. A CT scan was performed verifying catheter patency. Oral baclofen had been given with no efficacy shown by the patient. After a 50 mcg bolus of baclofen had been administered without any clinical improvement. The next step had been a spect study which demonstrated no intrathecal indium and identified a fluid collection around the pump. Upon opening the pump pocket cerebrospinal fluid emerged. The pump was removed and inspected which showed no disconnection, tear, or active leakage. After disconnecting the pump connector the silicone layer surrounding the pump connector was noted to be curled up showing the probable cause of the dysfunction. The pump segment of the catheter was replaced and the issue had resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received. Indicated, the event had been previously reported. Refer to regulatory report number 2182207-2022-01520. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Indicated, the event had previously been reported.

Manufacturer narrative:
Upon further review product line item 20 was changed to an unknown ascenda catheter. H6. Codes updated to add catheter leak, muscle spasm, and therapeutic effects unexpected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.